Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for degen disc disease/herniated disc pain as well spinal pain. Patient reported the ins seemed to be holding the charge less and less and now they have to charge every 24 hours. It used to last longer than that before they would have to charge. Patient reported they are not sure if this is due to the eri screen they had been seeing. Patient increased stimulation 2 days ago because they felt stimulation wasn't where it should be. No further complications reported/anticipated.